Manufacturer narrative:
A ge healthcare tech service representative performed a checkout of the system and confirmed the reported issue. The display bezel was recommended for replacement to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer:(B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.